Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for hypoglycemia, after being involved in a car accident. The customer stated that he had low blood glucose levels when he was driving, and he turned right and ended in the river. The customer then stated that paramedics found his blood glucose at 62 mg/dl at the scene. The customer further stated that he was a brittle diabetic and that he had been having low blood glucose levels too often. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.